Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. The product will not be recovered for evaluation due to covid-19 protocols. Customer was sitting on the device and one of the front swivel wheels broke completely off where the fork fastener goes into the frame. Customer fell back and hit her head on porcelain tile. She believes she had a concussion. She did not go to the hospital due to covid-19 pandemic but contacted an online doctor. Product weight cap is (B)(6) lbs.